Event description:
Information was received from a consumer (con) regarding a patient who was receiving morphine of an unknown concentration and dose via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient's pump was "turned off instead of changing the batteries and said to leave it alone". The doctor turned the pump off because the battery was going to be depleted and confirmed that this was due to normal battery depletion. The patient could not remember which year the doctor turned the pump off but said it was "maybe 10 or 15 years ago". The patient had a sore on their skin that had developed on the edge of the pump and described the sore as being along the outline of the pump. This started happening in (B)(6) 2017. The patient reported no falls or trauma. The patient saw a doctor about the sore and said they told her to put a "moist compress against it" but when the patient did that, the wound leaked pus. The patient did not have a healthcare professional (hcp) as the doctor "left town". No further complications were expected or anticipated. Additional information was received from a health care professional (hcp) regarding a patient who was receiving an unknown drug via an implantable pump. The patient had a sore at the pump site (B)(6) 2017 and the hcp was inquiring about having the pump removed. Reportedly the patient did not have a managing doctor and the pump had not been used (been inactive) for about 3yrs. The hcp was asked to reach the local manufacturers representatives to inquire about surgeons in the area who might remove the pump. No further complications were reported additional information was received from a healthcare professional (hcp). It was reported that the patient was having other issues, which were confirmed to be unrelated to the patient's device or therapy. Pump explant was planned.